Event description:
It was reported that the right ventricular lead dislodged and the patient noted during a routing device check that the "feeling was like prior to having the pacemaker." The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead 2013 (B)(6). (B)(4).